Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pen screw will not go any further as if it got stuck. Customer primed the insulin pen multiple times, replaced the needle and the cartridge, but the issue was not resolved. Customer stated the screw pulls back into the pen when they dial a dose. Customer¿s blood glucose was 120 mg/dl. No harm requiring medical intervention was reported. The insulin pen will be returned for analysis.